Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer froze with a blue screen. It was confirmed that the electrocardiogram (ECG) was noisy and the back door and keyboard were also broken. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze with a blue screen. It was also reported that the electrocardiogram (ECG) was noisy even with a new cable. The back door and keyboard were also broken. The programmer was returned for service. No patient complications have been reported as a result of this event.